Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 lv lead; 456853 ra lead, implanted on (B)(6) 2003. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead concerning ventricular tachycardia (vt)-non sustained episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.